Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was not reproduced. No intervention has been performed. The patient was stable and will continue to be monitored.